Manufacturer narrative:
Case information including facility, surgeon's name, or related patient information was not provided by the initial reporter. The review of the device history records of the driver used during the surgery indicate that the device was manufactured according to specification and no deviations were noted for released product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 gorilla plating system on (B)(6) 2014. The gorilla tx 10 solid driver tip broke off intra-operatively.